Event description:
It was reported that the patient underwent a left shoulder arthroplasty approximately five (5) years ago. Subsequently, the patient fell fracturing the patient's bone and loosening the implant. The patient is being considered for a revision surgery on an unknown date. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.